Event description:
Customer reports of having trouble with transmitter blinking when connected to the sensor. Customer's blood glucose was 45 mg/dl. During troubleshooting, it was found that cannula was bent. Customer also reports to insert in area where skin bends. Customer was advised on proper insertion procedures. Customer was advised to charge sensor for eight hours and to call back to repeat test plug procedure. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.